Manufacturer narrative:
Follow-up #1: date of submission 4/28/2017 device evaluation: the device has been returned and evaluated by product analysis on 04/05/2017 with the following findings:. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2017. Due to continuous use of the pump the black box data/histories for the event have been overwritten. The pump boots to the verify screen with audible & vibratory features. Test transmitter was paired with the pump correctly. The available bb & cgm warning history shows evidence of 208 ¿ glucose below user lo limit and 213 ¿ glucose above user hi limit alerts #4. A high & low alert were simulated for testing purposes. Pump gave the appropriate visual and sound warning; both alerts were correctly recorded in the pump cgm history #5. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient states the cgm warning did not alert. Patient is unsure of what cgm reading was at that time. Blood glucose at time of call was 40 mg/dl with unsteadiness. Patient did not require any unusual treatment, nor any assistance. Customer support completed troubleshooting and attributed the bg excursion to an unspecified training misuse issue. There was no indication of pump malfunction. This complaint is being reported as the patient experienced hypoglycemia related to use error.